Event description:
The pt reported in 2004, that their one touch ultra meter had missing segments on the display. Thhis issue was not resolved with troubleshooting. They provided a result of 62 mg/dl on their meter. At the time of this result, they were feeling shaky and sweaty, which matches the low result on their meter. A replacement meter was sent to the pt.